Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ???/hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient experienced no continuous glucose monitor (cgm) readings (???) Which occurred 7 days after the sensor had been inserted into the arm. The no cgm readings (???) Was occurring intermittently over the past 3-4 days. On (B)(6) 2023, the patient¿s son came over to her house and found her in a ¿slow state of consciousness¿. The patient¿s son took a blood glucose (bg) fingerstick from the patient and reported it was ¿low¿ (no specific value). The patient¿s son treated the patient with some juice and food. After treatment, the patient¿s son did another bg fingerstick which was 300 mg/dl. At this point, the patient¿s son called an ambulance. Once the paramedics arrived, they did another bg fingerstick which was also 300 mg/dl. Due to the high bg level, the patient was treated with an insulin injection. The patient was not transported to the hospital. The patient was in stable condition at the time of the report. Data was provided for investigation but does not reflect the full investigation window. The allegation and probable cause could not be determined. No additional patient or event information is available.